Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 110 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer did not want to return the reservoir or infusion sets back for analysis. The customer will have a new belt clip and infusion set sent to them. No further information was provided.